Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated that his inflatable penile prosthesis (ipp) has not worked. The physician assessed the device and observed bunching at the base of the penis, suspecting that the prosthesis was oversized. All components were removed and replaced with a smaller size. There was no device malfunction with the explanted prosthesis. There were no patient complications.